Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I was lying on the couch and was a little light-headed, I took a pulse rate which was 45 beats per minute". The patient reports that the implantable pulse generator (ipg) is set to 60 beats per minute. The implantable pulse generator (ipg) exhibited a rate below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.